Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised plug the 3-prong power cord into the electrosurgical generator of your choice. Confirm that all power settings on the generator are appropriate for the procedure being performed. The electrosurgical generator¿s intensity should be set as low as is necessary to achieve the desired effect. The plumepen®elite is a monopolar electrode, the use of a dispersive electrode is required to prevent burns/injury to patient. Please refer to electrosurgical generator user manual and dispersive electrode instructions for use for additional instructions. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty20, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿plumepen elite cable was pulled from diathermy unit (olympus generator) at the end of procedure and the cable snapped exposing internal wires. The patient received a two-inch burn from exposed wire to the inside of her thigh.". There was no report of hospitalization for the patient. The procedure was completed as planned with no report of delay. The burn was treated post-op. Further assessment questions were asked; however, the reporter does not know if a degree of burn was diagnosed. The reporter has said, ¿they have had a meeting and concluded the incident was caused by user error and not due to a fault with the product.¿ this report is being raised due to the reported injury of burn to patient of unknown degree.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿plumepen elite cable was pulled from diathermy unit (olympus generator) at the end of procedure and the cable snapped exposing internal wires. The patient received a two inch burn from exposed wire to the inside of her thigh.". There was no report of hospitalization for the patient. The procedure was completed as planned with no report of delay. The burn was treated post-op. Further assessment questions were asked; however, the reporter does not know if a degree of burn was diagnosed. The reporter has said, ¿they have had a meeting and concluded the incident was caused by user error and not due to a fault with the product.¿ this report is being raised due to the reported injury of burn to patient of unknown degree.